Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant had placed an impella 5.5 pump to support a patient admitted in with extensive cardiac history. During impella support, the patient spiked a fever. Test results showed positive blood cultures and antibiotics were given. The patient had the original impella 5.5 replaced with new impella 5.5 to manage the infection.

Manufacturer narrative:
B5 updated based on the additional information received. The investigation of the reported failure mode has been completed. No product was returned for investigation. Infection: the root cause of the infection was unable to be determined due to insufficient clinical details. Fever: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
It was reported that the patient reported to the operating room for durable ventricular assist device (vad). The physician successfully removed impella through graft and closed using vascular stapler.